Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was giving inaccurate longevity readings.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device re placement. Battery voltage on (B)(6) 2015 is 3.17 volts. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device did not meet the expected longevity and should last longer. The device remains in use. No patient complications have been reported as a result of this event.